Manufacturer narrative:
According to the customer, when a patient was receiving a feeding the rn noticed it was "leaking" and found the connector had "broken off inside the g-tube". The customer reported that a "kelly clamp" was used to remove the broken piece from the g-tube. The customer reported device was replaced and the procedure was able to be completed. The customer reported no serious injury or medical intervention/attention was required. Sample was requested to be returned. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when a patient was receiving a feeding the rn noticed it was "leaking" and found the connector had "broken off inside the g-tube".